Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device battery voltage dropped substantially. It was also reported that the patient had received numerous shocks which lead to a decrease in battery voltage. There were no changes to device programming and the crt-d device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device battery voltage dropped substantially. It was also reported that the patient had received numerous shocks which lead to a decrease in battery voltage. There were no changes to device programming and the crt-d device remains in use. It was further reported that the crt-d device did not meet estimated longevity. Therefore, the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing battery voltage pre/approaching elective replacement indicator (eri). The weekly trend showed min bat=3.014 to 2.652 volts between (B)(6) 2011, was before device rrt<= 2.6251 volt. In addition, there was oversensing with 1 - ventricular nst=210 ms on (B)(6) 2009 07:56:12.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing battery voltage pre/approaching elective replacement indicator (eri). The weekly trend showed min bat=3.014 to 2.652 volts between (B)(6) 2011 and (B)(6) 2011, was before device rrt<= 2.6251 volt. In addition, there was oversensing with 1 - ventricular nst=210 ms on (B)(6) 2009 07:56:12.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity. Performance data collected from the device was analyzed revealing battery voltage pre/approaching elective replacement indicator (eri). The weekly trend showed min bat=3.014 to 2.652 volts between (B)(4) 2011 and (B)(4) 2011, was before device rrt<= 2.6251 volt. In addition, there was oversensing with 1 - ventricular nst=210 ms on (B)(4) 2009 07:56:12.